Event description:
It was reported that when starting the pump, it alarmed no disposable pump wont run. Two pumps have been tried with the same cassette. The cassette is a flow stop cassette. The cassette was removed and reattached. Upon restart, the pump alarm continued. The patient was hooked up to the pump on monday and still had 50 milliliters remaining in the cassette. The patient was not affected. There was no patient injury.

Manufacturer narrative:
Other, no product was returned: however, the pump's operator's manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.